Event description:
It was reported that the right ventricular (rv) lead exhibited elevated short interval counts (sic). After closer review, it was noted that the sic accrual had been chronic. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d284drg implantable cardioverter defibrillator,  implanted: (B)(6) 2009; product ID 507645 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).